Event description:
Customer was hospitalized for high blood sugar levels. The customer had unexplained low blood sugar levels the day before event. The programming was accurate and the pump passed the functional tests. At the end of the call, the customer was educated on the possible causes of high blood glucoses and was advised to follow the two hbg rule.